Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized was not due to the insulin pump. The customer stated that they had low blood glucose during the hospitalization. The customer's blood glucose was 61 mg/dl at the time of call and treated with a beverage. The customer stated that they had low blood glucose event that they had to treat with a lot of food and drink. The customer mentioned that the insulin pump was on threshold suspend at the time of call. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.